Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported the ventilator was on spontaneous pressure support mode and flow measured was greater than delivered. Complainant did not indicate adverse effect to the patient.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The device log files were also not provided for evaluation. Due to the lack of information provided by the customer, we are unable to investigate further and cannot determine a root cause.